Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl and noticed "white liquid" coming from the pump. The customer alleged that battery acid was leaking from the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.